Event description:
While on site for an unrelated issue, a beckman coulter (bec) field service engineer (fse) found a leak from a coulter lh 780 hematology analyzer. The fse observed salt spray on the optical bench and a drop of liquid on the stabilyse line. The leak was contained within the instrument. The fse was wearing personal protective equipment (ppe) when the leak was found. Patient results were not impacted in connection with this event. In addition, the fse observed bubbles during the stabilyze pump dispense and that the differential mixing chamber was not mixing.

Manufacturer narrative:
The fse found abraded sheath restrictor tubing by a plastic fitting on the differential mix chamber. The fse replaced the sheath restrictor line to resolve the leak. In addition, the fse replaced the stabilyze pump three-way valve and tubing to resolve the bubble issue and replaced the differential mixing chamber to resolve the differential issues. Repairs were verified per established procedures. (B)(4).